Event description:
The reporter takes insulin on a sliding scale. He stated that he has not rec'd many er1 messages. However, when his readings are high, he will test a couple of times. He determines how much insulin to take by checking against his wife's meter. The reporter was unaware of the color chart on the strip bottle. He was informed by the person taking the complaint that he should check the confirmation dot on the back of his strip to the color chart when he get high readings. The reporter was sent a replacement meter.